Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73e1800200 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the second fired clip deployed partially closed. The handle not springing back after deployment.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was able to properly load into the jaws of the device and was successfully applied to over-stressed surgical tubing. However, the jaws seemed tight when closing. There was a piece of material stuck in the jaw legs. The material and some biological material were manually removed from the jaws. On the next attempt, the clip was unable to load properly. The final three clips, however, were all able to load properly and were successfully applied to over-stressed surgical tubing. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. The broken ratchet prevented one of the clips from properly loading into the jaws. It could not be determined what exactly caused the ratchet ears to break but nc 70018423 has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip deployed partially closed" was confirmed based upon the sample received. One device was returned. Upon functional inspection, one of the remaining clips was unable to properly load into the jaws of the device. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. It could not be determined what exactly caused the ratchet ears to break but a non-conformance has been opened to further investigate this issue.

Event description:
It was reported that the second fired clip deployed partially closed. The handle not springing back after deployment.